Manufacturer narrative:
Model number/catalog number: db-3216-55. Serial number: (B)(6). Batch/lot number: 5003057. Model/catalog description: argyle extension 55cm sterile kit. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented to the emergency department with hardware exposure at the lead extension connection site. The patient was admitted to the hospital and underwent an explant procedure in which both lead extensions were replaced. The patient was placed on medication. Post operativity the patient remains clinically stable. In accordance with facility policy, the explanted devices were retained and will not be returned.